Manufacturer narrative:
G2 report source: other source has been checked and medwatch # mw5160967 has been added.

Event description:
Per customer, the patient (his wife) had cancer, and was using a urinary catheter, that required the use of sterile saline, and products associated with nurse assist tray. In 2023, patient¿s at-home nurse replaced her catheter using one of the nurse assist trays that turned out to be the part of a product recall. The next day his wife had a fever, and she had to be hospitalized. She was diagnosed with an infection caused by contamination from the nurse assist kit. Per customer, he did not receive a letter about the recall until 2024, and his wife died in 2024. At this time the cause of death is unknown, and it was unknown if there was any correlation between the reported incident and the patient¿s death.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record for lot 2312920864 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.